Event description:
Patient was revised to address anterior knee pain. It was reported that the patella was undersized and not in the best position allowing the natural patella to rub on the femur.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported knee pain; however, provided information stated device sizing at primary surgery and poor device positioning were likely contributing factors. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.